Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2019-06006. It was reported that the patient had a challenging course requiring crrt and multiple intubations. There was no readmission because the patient was never discharged post-implant transferred from university of utah to slc vamc on (B)(6) 2019. On (B)(6) 2019, they had an acute intracranial hemorrhage with bleeding into the ventricles due to a cardioembolic stroke with conversion to hemorrhagic stroke. The cva was confirmed with CT. It happened fairly suddenly and was extremely severe, described by clinician as ¿devastating and survivable head bleed¿. After discussion with the patients family, care was withdrawn on (B)(6) 2019, and patient passed away on (B)(6) 2019. The death was not device related. The device operated as expected. No further or additional information was provided.

Manufacturer narrative:
Section b5: additional information section d4: correction section g9: the initial report was sent with an incorrect first MFR number (2916596). The correct number is 3003306248 manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not conclusively be established through this evaluation. The serial number of the device was unable to be provided. The centrimag blood pump instructions for use (IFU) lists death, respiratory dysfunction, and stroke as adverse events that may be associated with the use on the centrimag ventricular assist device (vad). According to centrimag right ventricular assist system (rvas) (blood pump IFU), the centrimag rvas is considered a humanitarian device to provide temporary circulatory support for up to 30 days for patients in cardiogenic shock due to acute right ventricular failure. This IFU lists death, bleeding, renal failure or dysfunction, and stroke as adverse events that may be associated with the use of the centrimag vad. It also contains the following warning: IFU warning #1: carefully read all warnings, precautions, manuals, and instructions for use for this and all related thoratec extracorporeal devices prior to use. Failure to read and follow all instruction, or failure to observe all stated warnings, could cause serious injury or death to the patient. The centrimag blood pump IFU and the centrimag rvas blood pump IFU state that it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag blood pump operated as intended and will not be returned for evaluation.